Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2015 with the following findings: during investigation, the pump powered on and the display screen was blank. The pump was opened and the display screen was found to be cracked. A test display screen was inserted and the display functioned properly. Unrelated to the complaint, investigation revealed a crack in the pump casing at the top right corner between the display lens and pump seal.